Event description:
Customer reported half of the display is missing segments. Also the system does not want to retain information in the memory. While on the phone a review of the system was conducted. It appears that a major portion of the "tens and units" digits are missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.